Event description:
According to the customer, "the nebulizer compressor isn't shooting enough air out anymore, the vapor isn't coming out".

Manufacturer narrative:
According to the customer, "the nebulizer compressor isn't shooting enough air out anymore, the vapor isn't coming out". The customer also stated " the customer stated he "needs treatments twice a day and the one they have now does not misting as it should". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.